Event description:
It was reported that the drain bag leaks by the base of the spigot and where the spigot is inserted immediately during use. Per additional information received via email on 15may2020, the patient later developed a urinary tract infection. The infection was treated with antibiotics. Per sample evaluation the bag had a tear in the vinyl.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one dome bag was received. Visual evaluation noted a tear was found at the weld of the dome and the nipple of the bag. The vinyl was diamond patterned. Verified date code 3124c. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be tooling out of specification. The product was used for treatment purposes. The product was influenced by the reported failure. Although the product code is unknown, tears in the vinyl do not meet specifications for drain bag products. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this drain bag product is unknown. Therefore, labeling review could not be performed. Although the product family is unknown, the drain bag product ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drain bag leaks by the base of the spigot and where the spigot is inserted immediately during use. Per additional information received via email on (B)(6) 2020, the patient later developed a urinary tract infection. The infection was treated with antibiotics.